Event description:
This device was explanted and replaced because it was not able to be interrogated. It was discovered during the change out that the competitive rv lead had insulation failure which caused this device to be unresponsive. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt the ICD could not be interrogated. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, it was revealed that the output stages of the high voltage circuit had been damaged. The damage symptoms clearly indicate a shock delivery into an external short circuit. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. Also the memory content of the device was not restorable as a result of battery depletion. Possible clinical complications that might lead to an external short circuit include, but are not limited to, twiddler¿s syndrome, subclavian crush syndrome or other lead insulation damages as reported in the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless.